Event description:
Info received indicates the brake/steer caster ratchets from side to side when in brake.

Manufacturer narrative:
The tech replaced the worn brake and brake/steer casters to repair the bed.